Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, at approximately 12:00 pm, the customer reported a discrepancy between her cgm and bg readings. The cgm displayed 60 mg/dl, while the bg reading was 400 mg/dl. A second bg check was not performed. The patient was presented to the emergency department, where she received treatment with unspecified medication and intravenous fluids. She was admitted overnight for observation. The patient reported experiencing symptoms consistent with diabetic ketoacidosis (dka); however, it could not be confirmed whether a formal dka diagnosis was made during her visit. The patient declined to provide additional details regarding the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.